Manufacturer narrative:
H10: additional information was received that it was reported that the device was in use when the issue occurred. There was no report of any patient or user harm.

Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator had a touchscreen with settings that could not be changed. It was unknown how the issue was found. No patient or user harm reported. The biomedical engineer reported that the issue was verified, and that the touchscreen was calibrated. The issue was resolved, and the device was able sense the settings during functional testing.